Event description:
IV tech found syringe with hole in the barrel and mis-shaped luer lock. Emailed bd on [date redacted] to return product. Bd 20ml syringe. Ref: 303310. Lot: 4319956. Exp: 2029-11-30. Manufacturer response for 20ml syringe, (brand not provided) (per site reporter).